Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "heat" could not be confirmed. However during service and repair, device failures were found but were not related to the reported event. If additional information is received a supplemental report will be submitted. (B)(4).

Event description:
Report received from USA stating that the device was running rough and heating up. The device was being used during surgery. There was no patient or user injury reported. It is unknown if delay or medical intervention occurred. There is no additional information provided.